Manufacturer narrative:
(B)(4). Results of investigation: the suspect uim was returned to (B)(6) medical's service department for further evaluation. The service technician was unable to duplicate the customer's reported issue, as the component operated to manufacturer specifications. There were no failures detected with the component.

Event description:
The customer reported that while using their avea ventilator, the user interface module (uim) screen is intermittently flickering and unresponsive. There was no patient involvement associated with this event.